Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service. Additional information was provided, it was reported that the patient received a different inappropriate shock due to suspected sense b noise issue in the primary and secondary vector. The physician suspected that the electrode was fractured. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room. The patient received 2 inappropriate shocks while watching television. Additionally, the device exhibited oversensing noise and low r-wave amplitude. Boston scientific technical services recommended additional troubleshooting to evaluate lead mechanical integrity and lead/device connection stability. The device was reprogrammed to secondary vector and the patient would continue to be monitored. The patient was seen and device was interrogated and found no anomaly. Device manipulation and patient movements were performed without issues. No adverse patient effects were reported. The s-ICD and electrode remains in service. Additional information was provided, it was reported that the patient received a different inappropriate shock due to suspected sense b noise issue in the primary and secondary vector. The physician suspected that the electrode was fractured. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis. Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4) / 2124215-2023-62769 for any further information, including device analysis results, please see the reports listed under those reference numbers.

Manufacturer narrative:
Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4) / 2124215-2023-62769 for any further information, including device analysis results, please see the reports listed under those reference numbers. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.